Event description:
On (B) (6) 2010, the tube was inserted into the patient, the doctor ensured the tube was secure. The remainder of the hospital stay was unremarkable. Patient was discharged with g-tube in place to a care center on (B) (6) 2010. Later the same day, the patient came back with the g-tube out. The doctor that examined the tube in the emergency room stated that the balloon appeared to be deflated. The head nurse looked at the tube and there appeared to be a slit or tear in the balloon part. Patient was presented to the emergency room (ER) later the same day with the g-tube having been inadvertently extracted. The ER doctor thinks the g-tube balloon appeared to be deflated patient was admitted to acute care for management of pain control associated with extraction injury. The g tube was replaced. Later visualization of the tube revealed a deflated balloon which when inflation fluid was instilled into balloon port, leaked from balloon site.

Manufacturer narrative:
(B) (4). This complaint is being further investigated. A follow-up report will be submitted once the investigation results are available. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.